Event description:
It was reported a right hip revision surgery due to a severe failure of the right total hip arthroplasty, advance alval (pseudotumor, aseptic lymphocytic vasculitic-associated lesion).

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, all smith & nephew devices were removed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the acetabular shell, threaded hole cover, hemi head modular sleeve, r3 liner, 30mm screw, 25mm screw and 20mm screw was performed using batch numbers in search of similar recurring reports for the products during their lifetimes no other similar complaints were identified for the acetabular shell, r3 liner, 30mm screw, 25mm screw and 20mm. Similar complaints have been identified for the hemi head and sleeve. However, as the device is no longer sold, no action is to be taken. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. Based on the provided information, the reported intra-operative findings of alval type fluid and cyst may be consistent with and adverse reaction to metal debris but this cannot be confirmed based on the limited information provided. However, the surgeon did indicate that the acetabular component was ¿grossly malpositioned¿ vertical and overanteverted¿ which may also be a contributing factor. Without supporting post-primary radiographic images, lab/pathology results, and/or the analysis of the explanted components, the root cause of the reported clinical symptoms cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the revision and associated post-op pain cannot be determined, and the patient is reported as doing very well. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. Based on the available information, the suggested root cause is improper loading due to the vertical and over-anteverted acetabular component. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
A1, b3 and d7 corrected.